Manufacturer narrative:
Correction: g3 - date received by manufacturer in 2017865-2024-72538 submitted on 26 dec 2024 should have been "23 dec 2024" instead of being empty.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the insertable cardiac monitor (icm) was unable to be interrogated. The icm was eventually able to be interrogated with another tool with another software version. Patient condition was stable.